Event description:
It was reported that the customer experienced a high blood glucose level of 600 mg/dl and high ketone levels. The cause of the high bg was unknown. The cartridge and infusion set were changed to address the bg level. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Device not returned.